Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump failed to connect via bluetooth to both the paired phone and dexcom sensor after a new sensor was applied, with repeated pairing attempts unsuccessful and an alert 60 indicating a bluetooth communications error; the device¿s bluetooth version displayed as 0.0.0, consistent with a failure to read the input signal, and the issue was associated with the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a failure to read the input signal and implicated the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.